Event description:
I had breast augmentation on (B)(6) 2018 in (B)(6) with dr (B)(6). I live in (B)(6). I had memory gel by mentor put in to replace my saline implants from 2003. Around (B)(6) 2018, it seemed like my left breast was enlarging. I started feeling very tired and had a brain fog and was very fatigued. Around (B)(6) 2018 it was very noticeable and starting to hurt. Dr (B)(6) prescribed me antibiotics and called in to my pharmacy. On (B)(6) 2018 I went to an emergency clinic in (B)(6) because the pain was getting severe. I saw dr (B)(6) at (B)(6) emergency. I had an ultrasound and a huge panel of blood work. The dr suggested a cat scan but I wasn't comfortable with all the radiation. On (B)(6) 2018 I went back and had the cat scan because the pain was almost unbearable, and my breast was turning red. On (B)(6) 2018, I went to (B)(6) trauma center emergency and the surgical team spoke with dr (B)(6) and they refused to touch me. Everyone was thinking it was just fluid build-up even though that doesn't happen. After a few weeks I was refused any type of physical help. Dr (B)(6) was on the phone with the plastic surgeons and they refused to try to drain any fluid out (that's what they though it was). I had to then fly back to (B)(6) to see dr (B)(6) on (B)(6) 2018. He examined me and got his staff to come in the next morning on (B)(6) 2018 to do an emergency procedure. Once he opened up the breast, the mentor gel implant looked like it melted. He had to remove it and put in a temporary spacer. He found about 13 cysts and sent to the lab to be examined. I left the office with a spacer half the size of my right implant. I went 2 months trying to heal and feel better but still had extreme fatigue and autoimmune issues like hashimoto¿s and brain fog. I am a (B)(6) and could not (B)(6) the entire year. On (B)(6) 2018 I had both implants removed (the temporary spacer and the other silicone gel implant). Mentor offered to replace the defective medical device. I was not comfortable with silicone gel from mentor again. So I had them replaced with saline, by mentor. I have since had to see many drs and even wait 6 months to see the rheumatologist for multiple symptoms I was having with no explanation all of a sudden. My primary care dr had no idea why this was happening. I see an endocrinologist also for it looks like I now have hashimoto¿s. I stopped my menstrual cycle 100 percent in (B)(6) 2018. My blood work compared to the year prior looks like I skipped pre-menopause, and am in full blown menopause. My life has changed, I cannot push my (B)(6) like prior to my surgery in (B)(6) 2018. Aside from my passion of (B)(6), my mother has alzheimer's and I have cared for her since 2013 and was unable to care for her and had to get a caregiver for her.